Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that the screw passed entirely through the cup. The screw could not be extracted and was left in the patient but a metal shaving was retrieved from the cup. The surgeon placed another screw in the cup to provide fixation. No surgical delay was caused.

Manufacturer narrative:
An event regarding an assembly issue involving a trident shell was reported. The event was confirmed following a review by a clinical consultant. Conclusions: a review by a clinical consultant concluded: implantation of a hex bone screw intended for supplemental screw fixation under a rather steep angle caused the relatively sharp edge of the flat screw head to cut through the relatively soft titanium of the cup shell perforating same. No adverse consequences are to be expected now or in the future. If additional information and/or device become available, this investigation will be reopened.

Event description:
Primary procedure, right hip. It was reported that the screw passed entirely through the cup. The screw could not be extracted and was left in the patient but a metal shaving was retrieved from the cup. The surgeon placed another screw in the cup to provide fixation. No surgical delay was caused.